Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. Near the end of the procedure, decreased blood pressure and weak pulse were noted. An echocardiogram was performed which showed an effusion. A pericardiocentesis was performed which stabilized the patient. A chest x-ray noted normal right atrial and right ventricular lead position. The procedure was completed and the patient was stable.